Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash and redness extending beyond the patch perimeter. The patient had itching sensation in the area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. This is being reported based on the systemic reaction extending from the patient's arm to the torso. No additional event or patient information is available.